Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level of 45 mg/dl when she went to exercise and hike. Customer stated that the pump was not saying anything. Customer stated that the pump had a lag time of 45 minutes before it was able to reach her actual blood glucose level. Customer ate and had a juice box. Customer stated that the continuous glucose monitoring system went off saying that she was low this morning. Customer stated that this has happened 3 times. Customer had a lost sensor alarm and was assisted through troubleshooting. No further assistance needed.